Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had discomfort at the ipg¿s current location. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.